Event description:
It was reported that a leak was observed from an unknown location of a clearlink duo-vent continu-flo administration set during infusion of unknown antibiotic medication. There is no report of patient/user injury or medical intervention was needed in association with this event.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). A batch review will be performed. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.